Manufacturer narrative:
Approximate age of device ¿ 6 months (the age is calculated from the start date to the event date). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the green light was on; there were no alarms or yellow wrench. The mobile power unit (mpu) stopped providing power to the controller. The customer gave the patient an mpu.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported no external power alarm was not confirmed. The provided information indicated that the mobile power unit (mpu) stopped providing power to the controller. The green light was reported to be on but no alarms or yellow wrench active. There were no log files submitted with the event. Attempts were made to gather more information regarding the reported event including if the mpu would be returned for analysis. To date, the unit has not been returned for analysis and no further information has been reported. The root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.